Manufacturer narrative:
Complaint conclusion: as reported, the stent of a 6mm x 80mm 120cm smart control vascular stent system popped out, resulting in a poor placement of the stent. This occurred during use when the quick pull lever was not fully pulled out. Ten percent of the stent was prematurely deployed. An attempt was made with a non-cordis device and 14f sheath to re-capture the stent. There were no reports of patient injury. The device was used in a trans jugular intrahepatic portosystemic shunt (tips) procedure. The intended lesion for treatment was the portosystemic shunt, which exhibited no calcification, acute angulation, or bifurcation at the target site. Furthermore, there was no evidence of chronic total occlusion of the vessel. The target site was mildly tortuous, with 75% stenosis. Prior to use in the patient, there were no damages or anomalies noted to the device or its packaging. During the procedure, the self-expanding delivery system (sds) was advanced past the lesion and then withdrawn back into the lesion before stent deployment. Although there was known excess force applied during stent deployment, the device was not attempted to be deployed outside of the body, and no patient injury occurred. The stent position was fixed by anchoring, achieved by releasing several segments at the tip end of the stent. Fortunately, the stent did not require removal. Additionally, a laminating stent and balloon were utilized in the procedure. The patient is currently in good status. A non-sterile unit of ¿pkg assy 6x080 smart vas120cm¿ was received for analysis. The device was fully deployed, and the stent was not returned for analysis. The locking pin was not returned for analysis. The lever is in the deployed position. The usable length of the stent delivery system was measured and found within specification. Functional analysis was performed to determine the functionally of the tuning dial of the returned unit. A simulation was performed because the unit was fully deployed. The tuning dial and the deployment lever were set back to the manufacturing position. The tuning dial was rotated with a thumb in a clockwise direction (direction indicated by the arrow). The tuning dial was rotated until the distal section was totally deployed. Then, the deployment lever was pulled back to fully unsheathe the device. The mechanism was fully deployed, and no anomalies or damages were observed during the rotation of the tuning dial. Without the return of the device or images for analysis, the reported customer event ¿stent delivery system (sds)~deployment difficulty-premature deployment¿ could not be confirmed. Shipping/handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. If resistance is felt during retraction of the outer sheath do not force deployment. Carefully withdraw the stent system without deploying the stent. ¿¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time. R: 213/c19. C: 67/d14.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of a 6mm x 80mm 120cm a smart control vascular stent system popped out, resulting in a poor placement of the stent. This occurred during use, when the quick pull lever was not fully pulled out. Ten percent of the stent was prematurely deployed. An attempt was made with a non-cordis device and 14f sheath to re-capture the stent. There were no reports of patient injury. The device was used in a trans jugular intrahepatic portosystemic shunt (tips) procedure. The intended lesion for treatment was the portosystemic shunt, which exhibited no calcification, acute angulation, or bifurcation at the target site. Furthermore, there was no evidence of chronic total occlusion of the vessel. The target site was mildly tortuous, with 75% stenosis. Prior to use in the patient, there were no damages or anomalies noted to the device or its packaging. During the procedure, the self-expanding delivery system (sds) was advanced past the lesion and then withdrawn back into the lesion before stent deployment. Although there was known excess force applied during stent deployment, the device was not attempted to be deployed outside of the body, and no patient injury occurred. The stent position was fixed by anchoring, achieved by releasing several segments at the tip end of the stent. Fortunately, the stent did not require removal. Additionally, a laminating stent and balloon were utilized in the procedure. The patient is currently in good status. The device will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.